Event description:
Following the implantation of the surgipro mesh. The patient developed significant pain and repeated incision infection from her chronic non healing wound. She was ultimately diagnosed with a (B)(6) infection and has required multiple courses of antibiotics. Plaintiff has also undergone a revision surgery and will require future revision surgeries to fully remove the infected surgipro mesh from her body.

Manufacturer narrative:
(B)(4).